Manufacturer narrative:
The lead helix could not be evaluated due to damage sustained during analysis.

Event description:
It was reported the patient presented for a pocket revision surgery to address pocket pain and migration of the pacemaker. During the procedure the atrial and right ventricular leads were dislodged, and the pacemaker gave a false elective replacement indicator alert. The pacemaker and both leads were replaced, and the patient was stable before, during, and after the procedure.